Event description:
Boston scientific received information that the device was programmed with tachycardia mode other than monitor plus therapy for an unknown reason. The boston scientific sales representative was unable to obtain additional information regarding this patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.